Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. They inserted a new battery but the display was blank. The customer¿s blood glucose level was 140 mg/dl. Troubleshooting was performed. The battery compartment was neither damaged nor corroded. The spring was neither damaged nor corroded. They inserted a new battery but the display did not return. They cleaned the battery cap and inserted another new battery but the display did not return. The device will be replaced and returned for analysis.

Manufacturer narrative:
Pump monitored for several days and no blank display noted. Unit received with all operating currents within spec and passed functional testing including the rewind, unexpected alarm error test, basic occlusion test, occlusion test, prime/test, excessive no delivery test and displacement test. No unexpected failed battery alarm anomalies noted. No unexpected loss power anomalies noted. No damage on the c13/lcd isolation tape noted. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.